Manufacturer narrative:
Some information for this report had no been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification. The product is provided sterile. Studies have shown that following application of dermabond, it acts as a barrier to prevent microbial infiltration into the healing wound. Infection is a post-operative complication that can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the patient's condition before device application.

Event description:
A sales representative conducting routine follow-up phone calls to the hospital reported that some time ago, dermabond topical skin adhesive was used after a breast surgery and an infection developed. Attempts to obtain additional information concerning product description, lot number, and case specifics have been unsuccessful.